Event description:
As reported by the edwards territory manager during the transcatheter aortic valve replacement (tavr) procedure, the 24 fr rf3 sheath and dilator had a challenge entering the patient's anatomy. The physicians pushed too hard and caused a dissection in the iliac artery. The dissection was treated with viabahn stents, and the patient was transfused with 3 units of blood. One day post tavr the territory manager was informed the patient was extubated and was in stable condition. Per the information received, the patient's access vessel diameter was 9mm, overall vessel calcification and tortuosity were noted to be mild. Additional information received through investigation of this event indicates the peripheral access location was the external iliac artery. Minimum luminal diameter (mm) of vessel at the location of the dissection was 7.3mm, degree of calcification was moderate and no tortuosity was present. There was nothing abnormal noticed while inspecting the device prior to use. Difficulty was encountered during insertion/removal of the 25mm dilators, however the dilator passed. There was also difficulty inserting the sheath due to one focal area which obstructed the device. The sheath did not malfunction and a closure device was not used.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. The minimum lumen diameter for the rf3 (24fr) sheath is 8mm. In this case, the minimum luminal diameter (mm) for the vessel were the dissection occurred was 7.3mm; there was moderate calcification and no tortuosity. In addition, there was difficulty encountered during insertion/removal of the 25mm dilator and difficulty inserting the sheath due to one focal area which obstructed the device. It is likely that patient vessel factors (smaller than indicated size at the area of the focal lesion and moderate calcification) along with procedural considerations contributed to the reported event. The device lot number was not available thus the device history record (DHR) review of the effected sheath was not performed. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; no corrective or preventive actions are required.